Event description:
The user has found that the tip breaks away. No consequences to the patient - another like device was used.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection showed the active tip of the device shows signs of activation and the active tip appears to have been displaced or rotated. It should be noted that the tip is not loose within the ceramic and holds its position in the orientation. From investigation the supplier has determined the failure of the electrode to have been caused by misuse (excessive force being used during use). Therefore no corrective actions could be defined to implement. This complaint cannot be confirmed. A batch record review has been conducted for this lot of 280 devices that were manufactured in 2014 and the results indicate that this batch of product was processed without incident related to the failure in this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints for this batch number for this device. No corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The user has found that the tip breaks away. No consequences to the patient - another like device was used.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.